Manufacturer narrative:
A visual examination found that the device returned with a section of gold bands missing/scraped at the distal tip. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. Further material analysis was performed on the portion of tip with the missing gold bands. The analysis verified the missing gold banding and identified boundaries of the gold layer which exhibited regions of deformation from the common shape which is indicative of an overload event. No evidence of damage to the ceramic tip was found on the region with the missing gold stripe. The material analysis concluded that the failure occurred due to contact against another surface. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed the cautery issue to the missing section of gold banding. During manufacturing, gold probes are 100% inspected for device integrity so the damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was to be used for hemostasis. According to the complainant, during the procedure the gold probe failed to conduct current for cauterization. The procedure was completed using a clip. Reportedly, a non-bsc adaptor cord was used with the gold probe. Post-procedure, the adaptor cord was tested with another gold probe. The gold probe, which was confirmed to be functional, did not work with the adaptor cord. No patient complications resulted from this event.

Event description:
It was reported to boston scientific corporation that a gold probe was to be used for hemostasis.according to the complainant, during the procedure the gold probe failed to conduct current for cauterization. The procedure was completed using a clip. Reportedly, a non-bsc adaptor cord was used with the gold probe. Post-procedure, the adaptor cord was tested with another gold probe. The gold probe, which was confirmed to be functional, did not work with the adaptor cord.no patient complications resulted from this event.